Event description:
This lead was implanted on (B)(6) 2002 and remains implanted at this time. A call placed to technical services on (B)(6) 2013 states that a red alert for high rv lead impedance at arrythmia occured. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).